Event description:
Received complaint from dialysis center alleging that arterial line has broken down while the pt is in dialysis. Nurse manager was contacted she reported to quality engineer that a crack at the pump segment during treatment caused a blood leak of about 250cc. The pt hematocrit is not available at this time but no blood transfusion was needed, no ill effect to pt. Dialysis machine used: another co's 550-blood flow rate 350 to 400ml./mn. No sample available; will request a companion sample.